Manufacturer narrative:
Continuation of d10: product ID a810 lot# unknown serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company rep regarding an external device. It was reported that 'the company representative (rep) called asking for assistance with error log retrieval for synchromed due to an issue. Issue was not clarified on by company rep during the call. Error logs were retrieved, but company rep did not provide a reference number to the report the logs were for.' Additional information received from a company representative (rep) stated was getting error signal on three programmers when trying to update the programming of a patient in flex mode who just had a refill. She had six boluses and when reprogramming the fourth dose, each tablet consistently gave this error/restart pop up. The rep thought it must be a software issue with the new update for sync 3s.